Manufacturer narrative:
Power supply test failed during self-test alarmed during self test due to moisture damage found on the j6/pcba1 connector. Device received with unexpected battery power loss due to moisture damage on electronic and motor assemblies. Device received with cracked case on the back at the battery tube area. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarm noted during testing. Device powered up properly after battery installation. No blank display or critical pump error noted during testing. Device received with cracked case on the back at the battery tube area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was expose to moisture. Keypad was unresponsive. Customer reports display was blank. Troubleshooting was performed and resolved issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.